Event description:
It was reported that patient received inappropriate shocks. It was also reported that the right ventricular (rv) lead had high impedance, noise and inner insulation damage suspected due to the noise. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).